Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2011 and suture was used in the fascia layer. The patient developed a surgical site infection in the fascia layer before the 5th post operative day. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that a patient underwent a cesarean section procedure in (B)(6) or (B)(6) and suture was used in the fascia layer. In (B)(6) or (B)(6), sixty days after the procedure, the patient developed symptoms of a white discharge from the suture penetrating holes. The discharge was seen from skin to fascia. The infection in the fascia layer was treated with antibiotics. Dressings were done which did not result in any improvement. Ultrasound scans of the abdominal and pelvic region showed inflammatory changes in the abdominal wall at the site of surgical scar around the suture material. The remaining suture material was removed and the wound was closed with a different suture. The physician opined the suture was a contributing factor to the infection. Currently, the patient is fine. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: a piece of suture wrapped in cotton was received for evaluation. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Conclusion: representative samples were returned for evaluation. They were tested for sterility and found to meet specification. In addition, a review of the lot sterilization records was conducted. This review did not identify any quality concerns and the lot met all release criteria.